Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that this defibrillator had "no wave". There was no negative pt impact.